Event description:
Boston scientific received information that this right atrial (ra) lead dislodged soon after implant. An invasive revision procedure was performed and the lead was successfully revised. There was no report of adverse patient effects during this procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.